Event description:
During a pci procedure, the physician noticed that the stent of the liberte' monorail stent delivery system was sharp at the end and the structure of the stent struts were disrupted at the distal end. This was discovered at device preparation, outside of the patient. No pt injuries or complications were reported. Pt status is rpeorted as 'ok'.